Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor also, unable to confirm prime fill anomaly due to motor error alarm. No moisture damage noted on the electronics assembly. The insulin pump passed displacement test, self-test, and a21 error test. No a21 alarm noted during testing. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart error. The device was also stuck in a preparing to prime loop and shot insulin out during the manual prime process. Troubleshooting was initiated for the prime anomaly and the customer confirmed that the device was stuck in the rewind complete/bolus delivery loop as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.